Event description:
Alleged the siderail would not latch.

Manufacturer narrative:
The account alleged the siderail would not latch. The account indicated the siderail arm was bent. The account repaired the siderail arm to repair the bed. Chapter 6 of the service manual (man272ra) documents a function check for the siderail frame as part of preventative maintenance. The procedure includes ensuring proper latching and storage of the siderail. Repairs should be made as necessary.